Manufacturer narrative:
Expiration date added. Device returned date added. Evaluation narrative - five used fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessments of the devices showed no ts or suture remain on the insertion needles. No suture or ts were returned. Each device needle is bent. The devices were functionally tested for proper actuator advancement and cycling and were found not to function as intended due to the bent needles. Per the device IFU (B)(4) under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Device manufacture date added. Device evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review identified one additional complaint for this manufactured lot. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. No further investigation is necessary at this time. (B)(4).

Event description:
T2 non-deployment it was reported that t2 implant would not deploy from the fast-fix 360 curved needle delivery system.